Event description:
This report was received from a physician via a customer return report in which a posterior intraocluar lens (model 812b/+23.0) was returned indicating that there was no injury to the pt. In follow-up with physician, he indicated that in fact there was no problem with the lens, however, he believed that the product was too viscous causing a twisting of the iol resulting in a tear of the posterior capsular bag (occurred during irrigation aspiration of the healon gv). Subsequently, an anterior vitrectomy was performed and a model 720/+23.0 lens was implanted. The pt performed and a model 720/+23.0 lens was implanted. The pt has since recovered and the most recent visual acuity was 20/25. An attempt to obtain add'l info from the physician was unsuccessful.